Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent a procedure for a trial scs system. It was reported after the physician placed the trial lead, the patient informed the physician he was on anticoagulant medication. The physician removed the lead and abandoned the trial.